Manufacturer narrative:
As the device has not been returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an image problem every time they move the part that plugs into the processor. Sometimes there is no image and lines on the screen. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A faulty ccd unit was causing the grainy image. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: damage to the board and the ccd unit which was caused by some strong impact applied to the device while the user handled it. Corrosion of /dirt on/ adhesion of foreign objects to the electrical contacts of the video connector; or failure in connection to the video connector." The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the event might have been caused due to improper handling by the user/ accidental failure.